Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system. Section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ thrombocytopenia: impella cp with smartassist system. Section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported an acute patient undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. The impella device was placed emergently. The patient¿s ejection fraction (ef) decreased from fifty percent (50%) to ten percent (10%). It is stated the patient was experiencing severe metabolic acidosis and heparin-induced thrombocytopenia (hit) was suspected following implant. It was reported that a large hematoma was observed at the impella access site. Heparin administration was halted due to the hematoma and gastrointestinal bleed (gi). It is unclear the link between the hematoma and the valvuloplasty sheath exchange. The device was explanted, care was withdrawn and the patient subsequently expired. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome. The patient's peri-procedural condition was critical.